Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge alarm issue was verified, but the alleged insulin gauge issue could not be verified.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer reloaded the cartridge to resolve the issue. The customer's blood glucose level was 350 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.